Event description:
Approximately at the beginning of may, the intralase fs laser was used to create bilateral corneal flaps for lasik surgery. Postoperatively the patient presented with bilateral diffuse lamellar keratitis (dlk). A flap lift and rinse was performed on both eyes, the patient responded to treatment and the dlk has resolved. The patient's current va is 20/20. The patients pre-op bcva was 20/20. The association between the event and the device is unk.

Manufacturer narrative:
H3-an intralase field service engineer evaluated the laser in 06/06 and determined the laser met specification and performed as intended.